Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. The out of specification force sensing resistors (fsrs) were identified during the visual inspection. The cause of the condition could not be determined. To correct the condition, the fsrs were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service, a flo-gard infusion pump was found with force sensing resistors out of specification. There was no report of patient involvement. No additional information is available.